Manufacturer narrative:
The reported event was ¿lead not used¿. A complete lead was returned in one piece. Electrical testing, visual and x-ray examination of the lead did not find any anomalies. Correction: section d9: radio button need to checked "yes".

Event description:
It was reported that during the procedure, the right ventricular (rv) lead was inserted into the body and then was removed during the same procedure due to unknown reason. The patient status throughout the procedure was unknown.